Event description:
The manufacturer received information related to a simplygo oxygen concentrator. The device was returned for inspection. The service technician reports the device does not work when plugged in, damaged, and clogged. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Manufacturer narrative:
The manufacturer received information related to a simplygo oxygen concentrator. The device was returned for inspection. The service technician reports the device does not work when plugged in, damaged, and clogged. If any additional information is received, a follow up report will be filed. UDI related data quality updates only. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.